Event description:
Incarcerated hernia. Slc55b dlu fired ok. Ralc45 dlu was used to top off side-to-side anastomsis. Got in blue range and fired ok. Anastomosis appeared intact. Small was noticed immediately and repaired with competitive product.